Event description:
Rptr c/o ruptured silicone implants 12/5/94. For last prosthesis capsule with area of fat necrosis and foreign body-type giant. Inflammation. Implants removed 6/29/95 and were replaced. All reports are available-all x-rays & lab reports.